Event description:
It was reported that during an esophagectomy procedure, the clips could not be fed into the jaw properly and malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4), (B) (4). Information anticipated, but unavailable at this time.